Event description:
It was reported that the customer had an occlusion in his insulin pump's reservoir which resulted in a no delivery alarm. The customer's blood glucose level was 103 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).